Event description:
The event is reported as: the customer alleges that the device was not holding air during use on pt. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.